Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the emergency room on (B)(6) 2021 with a fever and swelling of their device pocket. The patient's pacemaker was explanted on (B)(6) 2021. The patient was stable throughout.